Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise on the right ventricular (rv) channel. The patient was brought back in for product testing, where some noise could be recreated when the patient was making a motion of 'getting up from a chair', however x-rays of the system did not reveal any abnormalities. The crt-p was reprogrammed and remains in service. No adverse patient effects were reported.